Manufacturer narrative:
The device evaluation found foreign material in the nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was in the nozzle. There was no damage to the area where the foreign material was detected, and reprocessing was performed according to the instructions for use. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use: instructions for use states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.